Manufacturer narrative:
G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, one (1) tube was found to contained insufficient pressure. Tube was immediately replaced with another one. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using bd vacutainer® sst¿, one (1) tube was found to contained insufficient pressure. Tube was immediately replaced with another one. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 20 retained samples were subjected to functional tests for draw volume and all tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.